Manufacturer narrative:
The reported complaint of the thermogard ivtm system (sn# (B)(6)) displayed m ID:14 (bg power supply) and m ID:16 (software) error messages were confirmed based on the review of the event logs but was not confirmed during functional testing. The reported error messages were not duplicated during the investigation and console functions as intended. Visual inspection of the thermogard xp ivtm console was performed, and no issues were found. The event logs were reviewed and multiple m ID:14 and m ID:16 error messages were observed around the customer reported event date; thus, confirming the reported complaint. Continuous test was performed and unable to duplicate the customer's reported complaint. As a precautionary measure, the I/o board was replaced. The thermogard xp ivtm system passed the initial functional testing without any fault or error. The thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits.

Manufacturer narrative:
Zoll has received the console however, the investigation is still in progress. A follow-up report will be submitted when the investigation has been completed.

Event description:
During ivtm therapy, customer reported that the thermogard ivtm system (sn# (B)(4)) displayed m ID:14 (bg power supply) after approximately 22 hours of ivtm therapy and error message was cleared after rebooting the console. Immediately after rebooting, m ID:16 (software) error message occurred and was cleared by rebooting the console. Later, after approximately 8 hours, the ivtm system displayed m ID:1 but was cleared by the user by rebooting the thermogard console and after approximately 30 minutes, the ivtm system displayed m ID:16 error message, which was cleared after rebooting the console. After consulting with a zoll representative, the customer used another thermogard console to continue with treatment. The user complained that rewarming happened faster than was scheduled because of the errors. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.